Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 7pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water flowed through the cannula tip which meets requirement.

Event description:
It was reported that 1 pen needle 32gx4mm leaked fluid. The following information was provided by the initial reporter : the consumer reported on (B)(6) 2016 that there was a drip on the needle after the injection.

Manufacturer narrative:
(B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen needle 32gx4mm leaked fluid. The following information was provided by the initial reporter : the consumer reported on (B)(6) 2016 that there was a drip on the needle after the injection.